Event description:
It was reported following a colectomy procedure, part of the mesentery was sucked into the drain which caused a perforation. The drain had been attached to a reservoir. The patient underwent surgical repair and was placed on antibiotics.